Event description:
On 09/26/2022, it was reported by a sales representative via sems that a ar-7800 fibertape® cerclage tensioner fell apart. This was discovered on (B)(6) 2022 during a tha while attempting to tension the fibertape around the femoral neck it was noticed that the spring was missing from under the release tab. The surgeon was able to hold the tab down with one hand and tension with the other and the case finished without incident.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-7800, serial/batch number (B)(6), was received for investigation. Functional testing found that the cerclage tensioner does not function as required. Visual evaluation found that the ratchet lever spring was missing before receiving the device for investigation. Signs of wore were observed in the shaft and handle of the instrument. Multiple discoloration spots were observed on the device. The root cause of the reported failure mode is undetermined. However, it is unknown how many cleaning cycles the device had been exposed to.